Manufacturer narrative:
The reported incident that screwdriver handle,revolving/rigid, ao was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed user related. Nevertheless we are not able to determine the cause of the failure as the slider was not returned. The device inspection revealed the following: one side of the sliding mechanism was still fully intact (welding point as well as the screw slot are still intact). The other slider and the screw has fallen out and could not be obtained for investigation. Therefore we were not able to check if the welding point nor the screw slot were damaged. Unfortunately, as no further information could be obtained, we can not conclude the exact cause of these damages. Statement of the instruction for use (v15011 rev n 05-2016 instruments IFU ot-IFU-179) : ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! For your information, avail yourself of the training courses and publications offered by (B)(4) (e.g. Operative techniques). Special comments for application: only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way. Before every operation, ensure that all devices to be used during the operation function correctly with each other. In the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure. Reusable instruments must be cleaned directly after usage. '' [original statement(s)] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It is reported by the nurse that the screwdriver ratchet is broken and does not work.

Manufacturer narrative:
The reported incident that screwdriver handle, revolving/rigid, ao was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed user related. Nevertheless we are not able to determine the cause of the failure as the slider was not returned. The device inspection revealed the following: one side of the sliding mechanism was still fully intact (welding point as well as the screw slot are still intact). The other slider and the screw has fallen out and could not be obtained for investigation. Therefore we were not able to check if the welding point nor the screw slot were damaged. Unfortunately, as no further information could be obtained, we can not conclude the exact cause of these damages. Statement of the instruction for use (v15011 rev n 05-2016 instruments IFU ot-IFU-179) : ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! For your information, avail yourself of the training courses and publications offered by stryker (e.g. Operative techniques). Special comments for application: only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way. Before every operation, ensure that all devices to be used during the operation function correctly with each other. In the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure. Reusable instruments must be cleaned directly after usage. '' a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It is reported by the nurse that the screwdriver ratchet is broken and does not work.